Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient notified them of a broken external perc extension wire.

Manufacturer narrative:
Continuation of d10: product ID 3560022 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# va2xowp serial# implanted: explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It is unknown when their trial began. It was reported that the patient's percutaneous extension was cut during the trial period. Additional information was received from a manufacturer representative (rep). It was reported that the patient's trial began on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) va2xowp. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the broken perc extension wire was unknown. When asked what steps were taken to resolve the issue they sated that a permanent lead placement date was attempted acceleration and that the patient was now implanted.